Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term b5 describe event or problem - correction/additional information h2 type of follow up - correction/additional information h6 codes - correction/additional information

Event description:
It was reported that an unknown issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an unknown issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).